Event description:
Customer reported blood glucose results of 112 mg/dl, 430 mg/dl, and 129 mg/dl within 10 minutes on the aviva system. Customer reported self-treatment of symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.